Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during lead attempted implant, helix deployment was initially successful at the first attempt; however following helix retraction for a repositioning requirement, the helix failed to redeploy as intended. The lead was removed from the implant procedure and returned for laboratory analysis. No resulting adverse patient effects were reported.